Manufacturer narrative:
A1: patient identifier: requested, not provided due to australian privacy laws. A2: age & date of birth: requested, not provided due to australian privacy laws. A3: sex: requested, not provided due to australian privacy laws. A4: weight: requested, not provided due to australian privacy laws. A5: ethnicity: nrequested, not provided due to australian privacy laws. A6: race: requested, not provided due to australian privacy laws. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. . The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that a 6 french (fr) angio-seal was selected to close a 6 fr femoral puncture. Resistance was felt at the transition point between the dilator and the modified sheath, preventing the sheath from advancing. The device was backed off the wire, and a new 6 fr femoral sheath was used to achieve hemostasis. The patient returned to the ward with the sheath in situ, and the procedure was completed successfully without impact on the patient. Additional information was received on 30 mar 2025: during a coronary angiogram with or without percutaneous coronary intervention (pci), difficulties arose with the insertion of the angio-seal modified sheath into the femoral artery. A pre-deployment x-ray with contrast was performed. The angio-seal modified sheath and dilator/arteriotomy locator were connected and threaded onto the wire, but the sheath could not advance past the connection point. Despite applying more force, the sheath buckled or kinked. The device was removed, and a fresh 6 fr femoral sheath was inserted. The patient was transferred to the ward, and the sheath was removed manually with minimal blood loss (less than 50 ml). No additional devices were used.